Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged one day after initial implant. The lead was revised and then dislodged again shortly afterwards and a high threshold was observed. Due to the lead dislodging twice, there was concern with the screw on the ra lead. It was determined that the lead should be removed. During removal of the ra lead, the right ventricular (rv) lead also dislodged. Both the ra and the rv leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood, and body tissue. Visual analysis of the lead indicated damage during use. If information is provided in the future, a supplemental report will be issued.